Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding laparoscopy with section of the prosthesis on (B)(6) 2010 and the device was stuck to the rectum and the bladder was reported via medwatch report 2210968-2019-79841.

Event description:
It was reported that the patient underwent a promotofixation by laparoscopy procedure on (B)(6) 2007 and the mesh was implanted. It was also reported that on (B)(6) 2010 it was performed laparoscopy with section of the mesh and without any result. It was also reported that the device was stuck to the rectum and the bladder. On (B)(6) 2015 the patient had the infiltration of the pudendal nerve due to persistence of disabling pain. It was also reported that the patient had a big fall on the belly. There was no intervention to relieve the patient because the risk of perforation of the rectum/bladder is too high. Current state of the patient is disabling pain since the procedure, the saddles leave alone since 1 year and walking difficulty due to in the stomach, vagina and anus felt like a ¿barbed wire¿. No further information is available.